Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that he had to remove the dental implant during its installation surgery because he noticed that the size of implant was not adequate for the mouth of patient. In addition, the dentist also informed that immediate implant and immediate load procedures were performed.